Event description:
Boston scientific crm rec'd info that the pt with this pacemaker died. A family member reported that this device failed, however, no specific product performance allegations were rec'd. The field representative was not aware of this pt or event.

Manufacturer narrative:
Not returned. At this time, no additional info is available and this device has not been returned for analysis. If additional info becomes available, this event will be updated.